Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection revealed a leak at the fillport after the fillport cap was removed. Further examination revealed that the cause of the leak was due to a solid particle lodged under the device checkband. The particle was identified to be glass material via fourier transform infrared spectroscopy (ftir) spectroscopy. The reported condition was verified. The cause of the condition was determined to be a use error of using a glass ampoule without a filter to fill the device. Per the labeling for this device, when withdrawing medication from a glass ampule, use a filter needle and remove the needle before filling the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a multirate infusor leaked during infusion. The event involved a patient with no patient consequences. No additional information is available.